Event description:
Customer reported blood glucose results of "300's" mg/dl, "100's" mg/dl, and "around 150" mg/dl within 10 minutes on the advantage system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.